Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol ventralex (device 2) used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device 2); an additional emdr will be submitted to represent the bard/davol kugel patch (device 1) and the bard/davol ventralex (device 3). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: the (B)(6) 2010, (B)(6) 2011 and (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch (device 1) and/or an unspecified bard/davol ventralex (device 2) and/or an unspecified bard/davol ventralex (device 3). The patient is making a claim for an adverse patient outcome against the kugel hernia patch (device 1) ventralex (devices 2 and 3). As reported, the patient's attorney alleges a general claim related to the kugel hernia patch (device 1) and the ventralex (devices 2 and 3) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol ventralex (device 2) used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2010) is considered to be a best estimate. This supplemental emdr represents the bard/davol mesh - ventralex (device #2). Additional emdr's were submitted to represent the bard/davol mesh - composix kugel (device #1) and bard/davol mesh - device #4). Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010, (B)(6) 2011 and (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch (device 1) and/or an unspecified bard/davol ventralex (device 2) and/or an unspecified bard/davol ventralex (device 3). The patient is making a claim for an adverse patient outcome against the kugel hernia patch (device 1) ventralex (devices 2 and 3). As reported, the patient's attorney alleges a general claim related to the kugel hernia patch (device 1) and the ventralex (devices 2 and 3) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with abdominal incisional hernia thereby underwent open repair with the implant of composix kugel mesh (device #1). Per operative notes, "the hernia sac was opened. A composix kugel mesh (device #1) was placed and sutured." (B)(6) 2011 - patient was diagnosed with recurrent abdominal incisional hernia thereby underwent open repair with the implant of ventralex meshes (device #2, #3). Per operative notes, "two recurrent incisional hernias in the same wound was noted, upper incisional hernia was noted. The previously placed composix kugel mesh (device #1) was seen. A ventralex mesh (device #2) was placed deep to the mesh (device #1) and sutured. Lower aspect of wound has a small hernia repaired using a ventralex mesh (device #3) and sutured." (B)(6) 2015 - patient was diagnosed with recurrent incarcerated abdominal incisional hernia thereby underwent open repair with the implant of ventralex mesh (device #4). Per operative notes, "the omentum was stuck in the hernia sac. The previous ventralex mesh (device #2) was seen in upper aspect of fascial ring. A ventralex mesh (device #4) was placed and sutured." (B)(6) 2016 - patient was diagnosed with recurrent multiple incisional hernia with incarcerated small bowel omentum, adhesions and abdominal pain thereby underwent open repair with removal of meshes (device #1,#2 and #4). Per operative notes, "three different type of material in abdominal wall noted. The material (device #4) closed to skin was not incorporated. The hardened meshes (device #1, #2 and #4) were removed. A synthetic mesh was placed."